Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer¿s blood glucose level. Customer resolved earlier alarm by resetting pump and cleaning speaker area, and for current event customer planned to use multiple daily injections as backup while technical support arranged replacement pump, confirmed shipping details, instructed customer to place pump in storage mode, re-enter settings, reconnect continuous glucose monitor to replacement, and return affected pump using provided label.